Event description:
The event is reported as: the aquapak is cracked at the adapter and it is leaking. No injuries reported.

Manufacturer narrative:
Product is not available for evaluation by manufacturer. Investigation report by manufacturer is incomplete at this time. A follow-up report will be sent when investigation results are obtained.